Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient implanted with a neurostimulator (ins) used for spinal pain. Manufacturer representative reported the patient¿s device was in overdischarge (august 2017) and that they had it replaced the day of the report. No further complications reported/anticipated.